Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mhus08 biopsy probe was received in good condition. The device showed evidence of use in a procedure. Investigation of the reported voice of customer discovered a tumark tissue marker that was caught between the cutter and aperture. Based on the condition of the tumark q tissue marker, the device was placed in the patient's breast prior to the reported procedure. Three attempts have been made to gather additional information from the customer without response. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery and removal of the tissue marker, the event was reassessed for reportability as a result of the investigation. The removal of the site biopsy marker from its placed location represents an adverse event from the potential lost biopsy location. Pursuant to 21 cfr §803, this failure mode was determined to be an adverse event. Thus, we are submitting this medwatch report.

Event description:
The affiliate reported that the probe took no samples at all. They tried again and again but there was no sample coming out of the breast.